Manufacturer narrative:
Product complaint #: (B)(4). Surgical intervention in the form of revision surgery. (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision from t10-pelvis for bilateral broken rods due to non-union at l5/s1. The rod had broken above s1 on the right and below s1 on the left. Surgeon removed the rods on both "side", replaced the screws at l)4, r) and then both sides at l5 and s1 and the iliac screw, r). Surgeon has a routine of replacing the screws that are nearest the break to the rod. There was no fault of the screws. Revision t10-pelvis. Primary implant date: (B)(6) 2014.